Event description:
The patient had an evaluation and it was observed that the interproximal gingival tissue between tooth numbers 8 & 9 was severely hypertrophied and necrotic due to trauma caused by tooth movement from the aligners. Doctor advised to discontinue the usage of the aligners immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.